Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -03.50 diopter, into the patients right eye (od) on (B)(6) 2022. The patient experienced a refractive surprise and there was elevated intraocular pressure (iop). The iop was raised on day of surgery. Diamox was used to bring iop down but iop was up to 50mmhg on (B)(6) 2022, so patient was brought back to the theatre for ac washout. Iop 12 after and vision is 6/12 after having been hm (hand movements). Status of eye - pupil dilated still, potential sphincter damage from high iop. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: post-op, the patient was 6/12, with fixed dilated pupil and damaged sphincter. Claim # (B)(4).